Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was further reported that the right ventricular (rv) lead exhibited increased impedance consistent with disruption of the insulation, over-sensing, under-pacing and fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.